Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited low pacing impedance. X-ray was performed but no apparent damage was noted on the rv lead. The rv lead was capped and replaced on 0(B)(6) 2026. The patient remained stable throughout the procedure.